Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Patient is under 18 years of age. Per product insert, "testing in studies has been limited to people 18 years of age and older". Testing patients under 18 years of age is considered off-label use and cannot be ruled out as a cause for the error experienced by the customer. Customer was using capillary tubes on the inratio2 pt/inr professional test strips. The product was not validated for this application method. The effect of capillary tubes on the product has not been assessed. The manufacturing records for the lot were reviewed. Lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 5.0; lab: 3.1. Tests were conducted simultaneously. Therapeutic range: 2.5-3.5. Caller reports using venous sample and applying it to the inratio strip with a tube/ dropper.